Manufacturer narrative:
Product analysis results: visual microscopic hardness dimensional the tip of the inner shaft has broken off. The angle of the break is consistent with failure during a bending moment. The o.d of the threads and the hardness of the shaft were checked and meet print spec. The failure appears to be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while inserting the implant, the inserter broke off. No patient symptoms or complications were reported as a result of this event.